Event description:
During bunyonectomy osteotomy, the doctor felt that the screw wasn't seating properly. He used another screw and the case was finished without injury /delay.

Manufacturer narrative:
Mechanical lot release test results of lot s0002322 were in the normal, acceptable level and this is the very first complaint of any kind referring to this lot. We are supposed to receive the product back for the investigation. As we haven't receive it yet, we couldn't perform the investigation. When we have received and investigated the implant we will follow up this report accordingly.